Event description:
Stryer medical was notified of a potentially reportable complaint involving a product for which stryer is not the original equipment manufacturer of the reported device. The customer alleged a exhausted 462 cpast, serial number not available, the steer would not engage. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).